Event description:
An ipp device was implanted on 3/23/87. The cylinders were revised on 3/7/88. Information received on 4/7/97 indicates a revision surgery was performed on 6/5/91 to refill system due to tubing leak.